Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges cannula leaked at the cannula site. No adverse event reported; customer was able to self-treat. Device is no longer available. Unused product will be returned for evaluation.